Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient presented with signs and symptoms of pump thrombosis including hemolytic anemia and acidosis. The patient received a pump exchange on (B)(6) 2013.

Manufacturer narrative:
The lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is complete.